Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple temperature alarms occurred while the customer under an air conditioned room and in the mountains. Reportedly, the alarms continued to occur. Customer's blood glucose level was 351 mg/dl. The customer reverted to manual injections for insulin therapy.